Event description:
During left femoral vein cannulation, the j-tipped guidewire was passed through the needle and advanced easily until resistance was met. The guidewire was removed with ease. The needle was repositioned until good blood flow was again obtained. The guidewire was advanced again until resistance met. When the guidewire was pulled back it was noted to uncoil. The j-tip remained imbedded in the pt's subcutaneous tissue. X-ray confirmed placement of guidewire fragment approximate size 2 cm in the left groindevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: guidewire. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.